Event description:
Boston scientific received information that during a routine in-clinic follow up, this implantable cardioverter defibrillator (ICD) and chronic implantable defibrillation lead exhibited high out of range shock impedance measurements beginning one month post device implant. Boston scientific technical services (ts) discussed a possible connection issue and discussed troubleshooting options. No adverse patient effects were reported.

Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
--

Manufacturer narrative:
Additional information was received that programming changes were made and defibrillation threshold (dft) testing was performed and was successful. The device and lead remain implanted and in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.